Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed.. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The description of event notes that the user resolved the issue of the kinked catheter by removing the catheter and cutting 2cm from the distal end of the catheter. The instructions for use state: "if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: based on the information provided that the user resolved the issue of the kinked catheter by removing the catheter and cutting 2cm from the distal end of the catheter, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During the removal of a tumor in the papilla (papyrectomy), bleeding occurred, so an unknown clip was used to stop the bleeding. One week later, an endoscopic examination was performed because the patient had bloody stool. Although no clear bleeding was confirmed when the stent was removed, hemospray was sprayed on the area where bleeding was evident. The first time, the catheter was kinked in the elevator part of the duodenal scope, making it impossible to spray [subject of report]. The catheter was removed from the endoscope, 2 cm of the tip of the catheter was cut off, and it was used again. The powder was sprayed without any problems. The patient has discharged from the hospital, and no issue has been reported. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.